Event description:
Status post angioplasty of a proximal femoral artery, the physician attempted to pull the sheath back and as he did so, he met resistance. The sheath had started to unravel. The sheath was stopped at that point and a cut-down to the area was performed. It was found that the sheath had become caught on dense scar tissue. When the area was cut away, the sheath was easily removed.